Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/09/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: according to the information received it was reported by the sales rep that during an abdominoplasty the suture broke. An analysis of the product could not be performed since a physical sample was not received for evaluation, only the packaging empty were received. A manufacturing record evaluation was performed for the finished device lot number mcp426h, and no non-conformances related to the reported complaint condition were identified. As part quality process, each batch is randomly visually inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. The manufacturing records couldn't be reviewed as the batch number is unknown. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 2360 g/m.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what tissue was being approximated or sutured when it broke? Used on subdermal tissue and pulled another mcp426h to finish case. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was used to complete the procedure? Lot number? Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ug/m.

Event description:
It was reported that a patient underwent an abdominoplasty surgery on (B)(6) 2021 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.